Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose levels have been high for a week between 200-300s mg/dl, with the highest bg value of 400mg/dl. The customer declined to troubleshoot as they were convinced that the basal rates need to be changed. The customer will be contacting their healthcare provider. The customer is also receiving a new pump for a separate issue.